Event description:
I had lasik surgery two years ago. Mostly it has been perfect, but my night vision is awful now. It used to be very good. It's almost scary to drive at night. Especially when it's raining. I never had that problem before. It's like when the sun shines just right into a camera and the light spreads and blocks stuff out. Also I see the halos around duller lights. My vision during the day is fantastic. Dates of use: 2006 - 2008. Diagnosis or reason for use: was near-sighted. Event abated after use stopped or dose reduced: no.